Event description:
The pt was receiving 5fu via a continuous infusion on the 6060 pump. A clinician was called to the pt's home due to a leak in the bag. The pt went to the ER where the unit was disconnected and the line was flushed. No medical intervention to prevent death or serious injury was reported. No add'l info is available.